Event description:
Patient reported he just started using the cleo tubing, it started leaking, and he had to switch to a different subcutaneous site. No further information, dates, or details reported. Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result. Unknown if patient has defective product on hand. Lot number was not reported. Reported to (B)(6) by pt/caregiver.